Event description:
A medtronic representative reported that while in a spine procedure, system exited the software without warning. Following troubleshooting, the surgeon completed the surgery with the use of the stealthstation treon guidance system. There was no impact on the pt reported.

Manufacturer narrative:
Pt identifier, age & weight not available from site at this time. The investigation has not been completed as of the date of this report.